Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the cable connecting ECG c and d to the distribution node (dn) was pulled from the strain relief, which damaged the j704 connector inside the dn. In addition, the dn to rear therapy electrode cable was pulled from the dn. The cause for the pulled cables is strain relief. The root cause of the strain cannot be positively determined, but is likely physical abuse. No adverse event resulted from the damaged cables. The last pt to use this e-belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4), the e-belt had several damaged cables. The last pt to use this e-belt did not report any deficiencies.